Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had 'a return of shaking symptoms bilaterally.' It was noted that the patient 'had a pain near her breast that occurred 2 or 3 days prior to the event, but it was not near the device.' It was noted that the patient had been at a residential care facility for about a week at the time of the report. It was noted that the patient's mother had attempted to 'hook her up to the patient programmer,' but it did not address the issue. It was noted that the patient's devices were implanted in the chest and the abdomen. It was noted that multiple attempts were made to communicate with both devices to check their battery status and determine if they were turned on. It was noted that the device implanted in the chest 'had a green solid battery light for the patient programmer battery, but there were no other lights that appeared on, even after multiple tries.' It was noted that the device implanted in the abdomen was 'on and the battery was okay.' It was noted that the voltage and status of the patient's implantable neurostimulator (ins) batteries was unknown. It was noted that the patient had not had any falls. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v657037, implanted: (B)(6) 2011, product type lead. (B)(4).